Event description:
It was reported to philips that the display had vertical lines running through it which later developed into a partially white screen. As time passed it became completely inoperative. There was no reported patient or user involvement and no adverse patient/user impact.